Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pains in the lower abdominal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 6 and multigravida. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), coccydynia ("pain in butt bone"), arthralgia ("pain in hip"), pain in extremity ("pain in right thigh"), back pain ("pain in lower back"), dysstasia ("I can hardly stand straight up"), alopecia ("I don't want to see my hair go like this"), fear ("I'm so scared what's going to happen with these things in me"), asthenia ("no energy"), dysmenorrhoea ("painful periods") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("gain more with"). The patient was treated with surgery (my surgery was at 8.30 that morning). At the time of the report, the pelvic pain, coccydynia, arthralgia, pain in extremity, back pain, dysstasia, alopecia, fear, asthenia, weight increased, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, asthenia, back pain, coccydynia, dysmenorrhoea, dysstasia, fear, pain in extremity, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received: events were added: pelvic pain, coccydynia, arthralgia, pain in extremity, back pain, dysstasia. Reporter was added. On (B)(6) 2020: follow up received from social media. Reporter was added. Event alopecia was added. On (B)(6) 2020: follow up received from social media. Reporter was added. Events fear, asthenia, weight increased, dysmenorrhoea were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my surgery was at 8.30 that morning') in a female patient who had essure inserted for female sterilization. The patient's medical history included parity 6. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.